Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and high impedance. It was noted that the thresholds continued to rise. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.